Manufacturer narrative:
(B)(4): procedure: total thyroidectomy this problem happened after the procedure was underway. "When the emg tube was inserted, the anesthetist noticed that the detective wire was loose. The patient himself was easy to gasp. During the operation, the emg tube could function well after the patient's first two gasps. However, after the patient's third gasp, the emg tube could not function continuously. Later, the emg tube could not get any signal at all."

Manufacturer narrative:
(B)(4). Device returned, evaluation not completed. This product is used for therapeutic purposes. Device description: the endotracheal tube is flexible silicone elastomer tube with an inflatable cuff and has bipolar stainless steel contact electrodes which are designed for monitoring vocal cords' nerve integrity through the electrode's contacting the true vocal cords. The stainless steel wires are embedded in the silicone of the main shaft of the tube and are exposed only for a short distance (approximately 30 mm), slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use.

Manufacturer narrative:
Analysis results: analysis completed by disposables qe. Sample was returned in the original carton with inserts and labeling identifying the tube as item 8229307 nim emg endotracheal tube size 7mm. Upon visual examination it was noted that the tube was severely flattened in the area of the 20-22cm marks. This flattening is often seen in cases where the patient has begun to come out of anesthesia and bit down on the tube if a bite block is not used. The electrodes were bent, and two of the electrodes were almost touching. The tip of the tube was yellowed, indicating the tube had been re-sterilized multiple times. There was a sterrad chemical indicator strip in the returned packaging with tube, further supporting evidence of re-use of the single use device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled procedure, the monitor did not detect the nerve continuously, and the air could not fluently be pumped into the tube.